Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated there was a report by a baxter nurse from (B)(6) of turbid liquid and abdominal pain in a (B)(6)-years-old male patient coincident with solution for peritoneal dialysis capd 55 (peritoneal dialysis solution formula 55) therapy. On the (B)(6) 2014, the patient began treatment with solution for peritoneal dialysis capd 55 (2 bags of 5l/day; lot number not reported) intra peritoneally (ip) for chronic renal failure. On an unreported date, the catheter broke which led to peritonitis. On (B)(6) 2014, the patient experienced peritonitis manifested by turbid liquid and abdominal pain. Patient underwent antibiotherapy (cefacil 500mg /bag ). Patient transferred to capd therapy.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify nicks, cuts or holes in the catheter assembly. This complaint will be used for tracking and trending purposes.